Event description:
It was reported the patient underwent a hip revision approximately two days post implantation due to a dislocation. No additional information.

Manufacturer narrative:
Complaint: (B)(4). Concomitant medical products: cat# 650-1162, lot# 3090423, cat# 51-105100, lot# 7057079, cat# 110010245, lot# 7210426. Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.